Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/ undefined pacing impedances. The pace/ sense portion of the lead was capped, and a new pace/ sense lead was implanted. No patient complications have been reported as a result of this event.